Event description:
Penumbra px slim 90 microcatheter was noticed to be kinked by the scrub tech upon pre-loading a .014 wire on the back table. The kink was located at the strain relief portion of the hub. A second px slim was opened and the case was completed successfully.

Manufacturer narrative:
Results: the catheter is kinked distal of the strain relief. This kink is approximately 3.1 cm from the hub. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the pxslim130 microcatheter was kinked by the scrub tech during the loading of the 0.014 wire. If the product is mishandled or used improperly, it is likely for damage such as this to occur. The cause of this complaint could have been a user error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.